Manufacturer narrative:
An aborted case results in the patient being unable to receive treatment. A delay in receiving treatment could allow a progression of the disease thus resulting in a death or serious injury.

Event description:
It was reported that during an ablation procedure, while the surgeon was ablating, there "seemed to be" no heating. Upon checking the laser box, the screen was completely blank and had no power. The monteris representative re-powered the laser box using the key at the box, without success. When returning to the control workstation (cws), the screen was frozen and the monteris representative had to use the task manager to exit m*vision. The representative then connected to the edcc and two errors appeared; one stated the edcc had stopped working, while the other stated that an error occurred and that technical support had to be contacted. The edcc was then restarted and the laser box was turned on. The physician continued with the ablation but with minimal heating. The case was then aborted. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the device logs were evaluated and the investigator spoke with the company representative present that the case. There is a probable combination of a laser communication problem combined with a highly vascularized target area in the brain. This combination of laser communication and the vascularized area may have led the user to believe that the heating from the laser was under performing due to a system malfunction.

Event description:
Additional information received indicated that the case was aborted due to slow and minimal heating during ablation.